Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities to the reported lot which would have contributed to the reported issues. In this case, there was no reported device malfunction associated with the clip delivery system. The reported patient effect of mitral stenosis, as listed in the mitraclip ntr/xtr system instructions for use, is a known possible complication associated with mitraclip procedures. Based on this information, the reported mitral stenosis was related to procedural conditions. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device will not be returned for evaluation as the clip remains implanted. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is filed due to an elevated mean gradient pressure post-procedure. It was reported that on (B)(6) 2020, the patient presented with degenerative mitral regurgitation (mr) grade 4+ and a mean mitral valve gradient pressure <5mmhg. One mitraclip was successfully implanted, reducing the mr to grade 2+ and increasing the mean mitral valve gradient pressure to 7mmhg. There was no device issue, no malfunction, and there was no adverse patient sequela. No treatment was provided. No additional information was provided regarding this issue.